Event description:
During in-house engineering evaluation, it was determined that the robotic-assisted solution saw interface (right) device was loose. It was initially reported that the clamp was damaged. Sterile services noticed the damage. The problem was noted after completion of a total knee arthroplasty (tka), surgery during device decontamination. The surgery proceeded smoothly without issues. No cuts occurred. The user did not experience faults or have to address the problem. The event was not related to surgery. No patient was involved. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary - the actual device was returned for evaluation. Visual inspection of the returned device revealed the electrical port damaged. Device had signs of usage and no other cosmetic anomaly was identified on the device surface. The observed condition can be consistent with improper handling or care of the device, such as off axis assemblance with the e-connector; not using the cleaning cap; leaving the port unsecure and susceptible to contamination and/or to unintended forces applied over the device material. As per instructions for use (IFU), the use of the cleaning cap to protect the electrical port is indicated to prevent any kind of contamination/damage. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A complete functional test was unable to be performed due to the post-manufacturing damage. However, a test was performed to the clamp using a saw wing fixture as a depuy synthes sample. Test revealed undesired movement and play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw. The overall complaint was confirmed as the observed condition of the velys saw interface right would have contributed to the complained device issue. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The issue related to the looseness is being addressed through a CAPA. The assignable root cause was due to design.